Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on positions #9 and #5 in the reported problem area of the pipetter assembly. Collet sleeves and tip clamps were cleaned. Two plunger clamps and lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.